Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the unspecified accu- chek system.

Event description:
Customer reportedly received result of 270 mg/dl on the active system and result of 130 mg/dl on an unspecified accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.